Event description:
It was reported that when using the bd pyxis¿ es server, the pyxis application was slow and orders were not crossing over to med stations. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the application was slow and orders were not crossing over to station. A technical support specialist connected to the enterprise server (es) application server and confirmed that there were no server performance issues; however, the application was reported as slow. The tss then connected to the database server and identified slow transaction processing caused by high disk input or output latency on the drive, structured query language (sql) server maximum memory was found to be configured at 23 gigabytes despite the server having 64 gigabytes of random access memory (ram) and supporting a deployment of 295 devices generating over 150,000 messages per day. Per deployment guidelines, structured query language server maximum memory was recommended to be increased. The recommendation was provided to hospital information technology team and updated structured query language server maximum memory to 51 gigabytes, structured query language performance returned to normal, the extract transform load (etl) process previously stuck due to the input or output issue was manually restarted. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the pyxis application was slow and orders were not crossing over to med stations. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex a grid.